Event description:
A medtronic representative reported caster is broken off. This event was not reported in the surgical arena and no patient was present.

Manufacturer narrative:
There was no patient present. The part was replaced and the affected part is not expected to be returned.